Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 145 mg/dl, 75 mg/dl, and 78 mg/dl. No actions taken based on the device results. No adverse event reported. Requested return of suspect device and replacement was sent.